Event description:
Healthcare professional reported a "herniation" at the band portion of a lap-band system. The event was first noted when the pt presented with "no restriction." It was noted at the time of explant that portions of the band that hold saline had "ballooned out." The band portion of the lap-band system was explanted and replaced.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling instructs surgeons to prepare the lap-band system preparation: "view the inflatable portion of the band for weaknesses, leaks or uneven inflation."